Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered 116 inappropriate anti-tachycardia pacing (atp) bursts over the course of 6 months. Technical services (ts) analyzed device episode data and found that the inappropriate atp was being caused by under-sensing of the right atrial (ra) lead signal leading to a determination that the ventricular signal was greater than the atrial causing ventricular episodes. There was also a false positive atrial tachy response (atr) episode due to oversensing of the ventricular signal by the ra lead. Ts suggested programming changes as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.